Manufacturer narrative:
The service rep found connectors 24 volt supply had come loose reseated connectors on monitor. Checked operation. Machine works as intended.

Event description:
The customer reported the left monitor will not turn on. No patient injury.